Event description:
It was reported that during a stapled hemorrhoidopexy procedure, the device fired an incomplete staple line. There was no adverse patient consequence. The patient was seen two weeks post-operatively with an improved condition.